Event description:
The surgeon attempted to implant an aq2010v silicone lens but the trailing haptic tore prior to insertion. There was no pt contact or injury. The surgical technician stated it was unk as to why the lens tore. An msi-pm injector and an aq2.8s cartridge were used and the lot numbers were not provided by the facility.

Manufacturer narrative:
Evaluation codes: results (other): there was no lens in the box. However, visual inspection of the injector found no visible damage. There was evidence of surgical residue. Conclusions: the root cause for this event cannot be determined because the lens and the cartridge were not returned.